Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by inadequate dryness or the presence of foreign objects (such as chemical residue, water scar, sebum contamination, dust or gauze bubbles). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image on the video system center disappears when the scope connector is handled. The issue occurred during inspection for use and during a therapeutic and diagnostic colonoscopy. The procedure was completed using the same device and there were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.